Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support due to elevated blood glucose and assistance needed with changing an inset and cartridge for the ilet, after which insulin delivery was resumed and the system was allowed to bring glucose back into range. Symptoms included hyperglycemia with a blood glucose of 208 mg/dl and no associated clinical symptoms reported. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included remote troubleshooting and user education on supply and cartridge replacement. Investigation of this case revealed that the device resumed expected function after guidance, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.